Event description:
It was reported that within one day post-implant, the right atrial (ra) lead dislodged. The ra lead was repositioned and dislodged again within one day. The ra lead was explanted and replaced with an active fixation screw-in lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).